Event description:
A malfunction alarm was reported with a pump that displayed malf 0, which could not be reset. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was advised to use a backup therapy of multiple daily injections to ensure insulin delivery. Tandem's customer technical support (cts) agreed to replace the pump and provided instructions on returning the malfunctioning pump. Cts also informed the customer they would receive a replacement pump with updated software and offered guidance on its use and storage.